Event description:
It was reported that the implantable cardiac monitor exhibited a sensing anomaly. The device was reprogrammed and remained implanted. The patient experienced no adverse consequence.